Event description:
It was reported that patient underwent primary knee surgery at an unknown date. Revision procedure was performed on an unknown date due to tibial loosening and delaminated poly. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown, explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned components showed no cement remaining on any of the bone interfacing surfaces and there was no indication of burnishing marks. Scratches on the femoral component may indicate third body wear, but the bearing surface does not show third body damage. Although no radiographs were supplied to assess alignment of the devices, the even wear on both condyles of the components suggests they were well aligned. The patella component has an area of wear which may have been a result of impingement over the top of the trochlear groove on the femoral component or of some bony overhang, although this cannot be confirmed without radiographs. The tibial component possesses clear signs of delamination, however, despite this, the surrounding surfaces appeared smooth and did not show evidence of third body damage. The tibial component failure was determined to be delamination of the polyethylene, but without further information, the reason for the delamination cannot be determined.